Event description:
The customer reported that the system is down and won't display images.

Manufacturer narrative:
(B) (4). The ge svc rep verified the problem and replaced the video switching pcb. He checked and verified operational. (B) (4)